Event description:
It was reported that balloon deflation occurred. A 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilation. During the procedure, the balloon did not deflate completely. The device was removed through the sheath. No complications were reported, and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. The device was returned with the balloon partially inflated. The investigator attached an inflation device and applied negative pressure to the balloon in an attempt to fully deflate the balloon. The balloon could not be fully deflated due to shaft compression damage restricting inflation media from being withdrawn from the device. A visual and tactile examination found that the shaft of the device had been compressed beginning approximately 45mm proximal of the proximal balloon sleeve and extending approximately 100mm along the shaft. This type of damage is consistent with excessive force being applied to the device. No issues were noted with the tip of the device and with the markerbands.

Event description:
It was reported that balloon deflation occurred. A 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilation. During the procedure, the balloon did not deflate completely. The device was removed through the sheath. No complications were reported, and the patient was in good condition. It was further reported that the procedure was completed with a different balloon.